Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while machine was on standby, cardiosave intra-aortic balloon pump (iabp) showed helium gas loss. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had a misplaced safety disk. After properly placing the safety disk, the unit passed all functional and safety tests.